Event description:
It was reported that the patient experienced scarred right corpora with the inflatable penile prosthesis(ipp). The ipp was removed and replaced with a small spectra concealable penile prosthesis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced scarred right corpora with the inflatable penile prosthesis(ipp). The ipp was removed and replaced with a small spectra concealable penile prosthesis. Additional information received stated the area also became fibrotic and it occurred with the ipp that was implanted years ago and explanted a while ago with the exact date unknown. It was also reported that the patient received the smaller spectra implant to be able to find easier access to his penis. The patient healed fine after the procedure and has no further issues.